Manufacturer narrative:
This complaint was confirmed by the MFR's engineering and clinical representatives. Software design issue allows the system one centrifugal pump unanticipated failure to coast while holding the central control monitor (ccm) slides. If add'l info becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the in-house testing on a central control monitor (comb) 3.0.1 for a non-clinical activity, the user saw that if holding your finger on the centrifugal pump slider when the safety event occurs, the pump will not go to coast. Most of the time the occluder would still responded as if the pump had gone to coast and it closed, but not always. Sometimes the occluder (and any other connections triggered by pump coast) did not respond. There was no pt involvement.